Event description:
Medtronic received information that following the implant and suturing of this bioprosthetic valve, which appeared intact upon initial inspection, the patient experienced severe bleeding upon the unclamping of the aorta. The bleeding originated from the proximal suture line along the non-coronary sinus. The aorta was re-clamped to inspect the bleeding and an issue was observed at the junction between the sewing ring and the actual bioprosthetic root. Several attempts to correct this issue and restore aortic root integrity were performed unsuccessfully because of continued bleeding at the site. The valve was explanted and replaced with another freestyle root without further adverse patient effects. The valve will be returned for analysis.

Event description:
Medtronic received information that following the implant and suturing of this bioprosthetic valve, which appeared intact upon initial inspection, the patient experienced severe bleeding upon the unclamping of the aorta. The bleeding originated from the proximal suture line along the non-coronary sinus. The aorta was re-clamped to inspect the bleeding and an issue was observed at the junction between the sewing ring and the actual bioprosthetic root. Several attempts to correct this issue and restore aortic root integrity were performed unsuccessfully because of continued bleeding at the site. The valve was explanted and replaced with another freestyle root without further adverse patient effects. The valve will be returned for analysis.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection the valve appeared to have been exposed to cauterization. Retrieval cuts, tears and cauterization damage were observed along the sewing cloth. The valve was discolored showing evidence of blood contact. A longitudinal cut was noted through the non-coronary button to the outflow orifice. All leaflets were slightly stiff but flexible possibly due to the decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. The free margins appeared desiccated. All commissures were intact. The myocardial tissue was torn, approximately 7 mm in length, below the cloth base stitching in the left right inferior coaptive area. Tissue remained in place under the cloth above the stitching line. The device history record was reviewed and showed that this device met all manufacturing specifications for product released to distribution. Conclusion: it was reported that the bleeding was observed at the junction between the sewing ring and the actual bioprosthetic root. There is a possibility that the cloth can pull away if there is significant tension/twisting/distortion while performing the anastomosis. Based on laboratory analysis, the valve appeared to have cuts, tears and cauterization damage along the sewing cloth due to the explant of the valve. The leaflets were slightly stiff, but flexible, possibly due to the decontamination process that includes a high concentrate of a tissue fixation and the blood contact: both are known to cause stiffness of the tissue. The free margins appeared to be desiccated, which may also be from the decontamination process. All commissures were intact. The myocardial tissue was torn, approximately 7mm in length, below the cloth base stitching in the left right inferior coaptive area. There was tissue in place under the cloth sewing ring (above the stitch line) which indicates that tissue was sewn to the sewing ring correctly and the tear occurred post production. The cause of the bleeding appeared to be from a tear in the myocardial tissue related to user technique. (B)(6). (B)(4).

Manufacturer narrative:
Analysis: the device has not been returned for analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).